Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 40.4cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during follow-up, loss of capture and high pacing impedance were observed. The lead was explanted and replaced. The patient was in good condition.